Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Two protaper gold shaping files sx 19mm have been returned in loose. One of the files is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. Second file is not damaged. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1579675). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a protaper gold file broke during use. The broken piece could not be retrieved and was incorporated into the filling. No injury resulted.